Event description:
It was reported that during recorded atrial fibrillation episodes undersensing of p waves was noted on the right atrial (ra) lead. P waves were measured in person during a rhythm of atrial flutter. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.